Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 450 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.